Event description:
The device went to end of svc without ever reaching its intensified follow-up indicator (ifi). On 7/2/96, transtelephonic check showed everything fine. On 7/10/96, the pt called to report symptoms and the transtelephonic indicated the device has reached its elective replacement indicator. In the or on 7/11/96, the device was at vvi pacing at 30, when it was programmed to 55 ppm. However, the nurse is not sure it that is correct. The device is to be returned.